Event description:
A patient reported blood glucose results of "150 mg/dl and 250 mg/dl" with a lifescan meter , performed within 10 minutes of each other. A replacement meter is being sent to the patient.